Event description:
A mini-"perc" was reportedly being performed due to a stone in the lower calyx. The blue cap at the base of the introducer was not removed prior to scope placement, causing fluid retention. Add'l was reported performed.